Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient did not like the foley catheters, and they were not working for the patient. Per follow up information received via phone on 12jan2022, it was stated that the patient used a clear, hard, stiff catheter which caused irritation and spasms. The patient went to the doctor and was given a prescription medicine for the spasms and the patient switched back to the catheters that the patient usually uses. The patient did not know the name of the prescribed medicine. The patient¿s normal catheter was reddish brown in color. The patient had no further irritation issues since switching back to the usual catheter, but the patient was experiencing leakage.

Event description:
It was reported that the patient did not like the foley catheters, and they were not working for the patient. Per follow up information received via phone on (B)(6) 2022, it was stated that the patient used a clear, hard, stiff catheter which caused irritation and spasms. The patient went to the doctor and was given a prescription medicine for the spasms and the patient switched back to the catheters that the patient usually uses. The patient did not know the name of the prescribed medicine. The patient¿s normal catheter was reddish brown in color. The patient had no further irritation issues since switching back to the usual catheter, but the patient was experiencing leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient did not like the foley catheters, and they were not working for the patient. Per follow up information received via phone on (B)(6) 2022, it was stated that the patient used a clear, hard, stiff catheter which caused irritation and spasms. The patient went to the doctor and was given a prescription medicine for the spasms and the patient switched back to the catheters that the patient usually uses. The patient did not know the name of the prescribed medicine. The patient¿s normal catheter was reddish brown in color. The patient had no further irritation issues since switching back to the usual catheter, but the patient was experiencing leakage.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be bad fit with shaft/ no drainage eye/ poorly seated balloon /bladder neck interface that causes urine leak. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.